Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was evaluated, and the following was observed; the balloon was burst radially, the distal portion of the balloon was bunched distally and umbrellaed over the nosecone, and increased profile of the balloon, preventing withdrawal back into the esheath plus tip. The 3mensio report was evaluated, and calcification present in the landing zone. The complaint for balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the 3mensio report revealed calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for withdrawal difficulty was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the balloon burst during deployment and the imagery revealed the distal portion of the balloon bunched distally and umbrellaed over the nosecone. Additionally, the imagery showed increased profile of the balloon, preventing withdrawal back into the esheath plus tip. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), this was a left transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the native aortic annulus. The degree of calcium in the landing zone was moderate and no bav performed. During deployment, the commander delivery system balloon was inflated and ruptured at what appeared to be approximately 95% to 100% thv deployment. The delivery system was then brought back into the tip of 14fr esheath plus but was unable to be pulled through the esheath plus safely. Approximately 90% of the delivery system had been pulled back into the sheath, and the heart team decided to remove the devices as one unit. After safely removing the devices, a new 14fr esheath plus was inserted. A new 26mm commander delivery system was advanced to post dilate and completely expand the 26mm s3ur. The access sites were closed utilizing the 2 preexisting per closes. The patient was in stable condition. However, shortly after being observed in recovery, the patient was brought back to the cath lab because of loss of peripheral pulses. Angiography was performed and the left common femoral artery (cfa) access site was found to be occluded. The access site was treated with balloon angioplasty, establishing blood flow to the foot. However, a dissection was then noticed, and the patient was taken to surgery for cutdown left cfa exposure to repair and patch the site. The patient left the cath lab and was transported to surgery in stable condition. The device was discarded. Per the fcs, the perceived cause of the vascular dissection and occlusion was when the sheath and rupture commander balloon were removed as one unit.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device discarded.